Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple cartridge alarms (alarm 30) occurred with multiple cartridges during the load process. There was no patient involvement, as the issue occurred during setup of the pump and had not yet been used on the customer at the time of the reported event. The customer was using an alternate pump for insulin therapy at the time of the reported event.